Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. The customer's expected blood results are 178-240mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer calling concerned with results of 420 mg/dl she received today (B)(6) 2015 at 02:55 pm that she considers is high for her. Customer was admitted to the e.r. At (B)(6) medical yesterday with high blood glucose results, customer received a reading of 505 mg/dl at home yesterday using the true track meter (internal report # (B)(4)). Customer was discharged yesterday with blood glucose readings of 134 mg/dl. Reviewed meter memory: 1: 240mg/dl on (B)(6) 2015 02:55:00 pm fasting: yes.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. The customer's expected blood results are 178-240mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer calling concerned with results of 420 mg/dl she received today (B)(6) 2015 at 02:55 pm that she considers is high for her. Customer was admitted to the ER at (B)(6) yesterday with high blood glucose results, customer received a reading of 505 mg/dl at home yesterday using the true track meter (internal report # (B)(4) ). Customer was discharged yesterday with blood glucose readings of 134 mg/dl. Reviewed meter memory: 1: 240mg/dl (B)(6) 2015 02:55:00 pm fasting: yes.